Event description:
Patient receiving both ivig and tpn via a totally implanted central venous catheter (port-a-cath) who on the 30th of july had an event which rendered the child's venous access device completely unusable resulting in the surgical removal of the device. It was reported by the user facility that the infusion pump, a curlin medical 4000cms pump, had stopped working allowing the blood to back up through the access device and into the tubing. This allegedly led to a clot of the port-a-cath (access device) necessitating surgery intervention to remove the device.

Manufacturer narrative:
Curlin medical inc. Has performed a through investigation of the pump history log to look for any events that may have contributed to the alleged pump malfunction (i.e. Stopped working). In reviewing the pump history the device does have multiple down occlusion alarms through out the infusion before being turned off at 19:19 on the day of the event. During that time, the device did infuse 126.6ml's. According to the report from the home health nursing agency, there was no leaking or loss of fluid nor was there an infiltration. Curlin medical verified that the device does pass pressure retention and volume accuracy testing. The alarms for up stream and down stream occlusions occur within the manufacturer's specifications. The pump performed within specifications alarming as needed. No further conclusions can be drawn for the report of "pump stopped working".